Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage event with an infusion set after using it for five days. The leakage was found in the tubing. There was no visible damage reported on the tubing. Patient was advised to change the set. No further information available.